Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt suffered a hemorrhagic stroke and was readmitted. The device relation is unk at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.